Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01261. It was reported that patient experienced ineffective stimulation and the lead (contact 1-8) migrated up a few levels. Reprogramming was attempted by an abbott representative to no avail. No significant falls or injuries were reported. Surgical intervention was undertaken wherein the lead was explanted and replaced. Post op, impedances were normal and therapy was restored.